Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool smarttouch sf (stsf) and the catheter was not fully flushing. It was reported that the ngen generator displayed an electrode temperature that was too high error (code unknown) during the procedure. There were no errors displayed on the carto 3 system. The issue occurred when they came on ablation with the brand new stsf catheter. When the catheter was removed from the body, it was noticed that the catheter was not fully flushing. The catheter was replaced, the issue resolved, and the procedure was continued. No adverse patient consequence was reported. The high temperature issue is not MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool smarttouch sf (stsf) and the catheter was not fully flushing and the ngen generator displayed an electrode temperature that was too high error (code unknown) during the procedure. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Irrigation tests were performed, and the device was irrigating correctly. No irrigation issues were observed. Temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when radio frequency (rf) current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. Prior to reinsertion, ensure that the irrigation holes are not plugged as follows: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Do not continue use of the catheter if it is still occluded or it is not functioning properly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).